Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the anesthesia department during removal of the guide wire it unraveled. Since the guide wire was getting longer and longer the physician cut it into two pieces. The catheter and guide wire were removed. The whole swg was removed and a visual inspection was done to make sure the whole swg was removed from the patient. A new kit was opened and the catheter was placed successfully. There was no delay in treatment. No complications or death occurred to the patient.